Event description:
It was initially reported on (B)(6) 2023 that a skin reaction occurred. The sensor was inserted into the arm, on (B)(6) 2023 . The patient reported they had an allergic skin reaction to the sensor adhesive and an infection. On 08/03/2023, additional information was provided. Upon sensor removal the area was raw, with redness and she had itching sensations. After she consulted her healthcare provider (hcp) on (B)(6) 2023 , a topical antibiotic (mupirocin twice per day) and an oral antibiotic (bactrim twice per day) were prescribed. On the day of the follow up call on (B)(6) 2023 , the area was healing and she felt much improved. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).